Manufacturer narrative:
An event of device malposition and retraction difficulties were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that they pull the valve back to across the aortic arch at the top of the descending aorta to straighten out the delivery system. It was also reported that the valve reployed and positioned perfectly in from of the renal arteries so they pulled the valve inflow portion directly below the renal arteries. The device was implanted. The final implant depth was unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported event could be not determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a procedure using a small flexnav delivery system. The dimensions of the native valve were perimeter 68.6mm and area of 366mm2. During procedure, a balloon aortic valvuloplasty (bav) was performed by a 20mm non-abbott balloon on the patient through a 11f sheath. After that, the physician attempted to get small flexnav delivery system in the patient body but, the subcutaneous tissue prevented the delivery system from even entering the vessel. The delivery system was removed and a new 18f sheath was chosen as an external sheath for delivery system. During preparation of sheath, the abbott representative visually checked the valve capsule and delivery system and no flaws were noted. After the 18f sheath was advanced into the body, the physician inserted the delivery system through the sheath to the aortic valve and started to deploy the valve in cusp overlap view. At 80% deployment, they stopped and assessed the depth, it was noted that the pigtail in the non coronary cusp had moved up during deployment which made skewed our judgement for valve depth. The depth was +3-4mm above the annulus. They pulled the pigtail back into the aortic arch and began to recapturing the valve. The physician pulled the valve back above the leaflets during recapture. After they reached the ratchet portion of recapture (end of travel on deployment wheel) the valve was still roughly 30% deployed. The valve was at above the sino-tubular junction (stj). The abbott representative suggested the physician to use the micro wheel adjuster to manually recapture the valve in the valve capsule. The physician not used the micro wheel before and the abbott representative explained to them it was a way to recapture the valve when you reach the end of travel on the deployment wheel. After 15 minutes of doing that process, no visual progress was noted and they gently pull the valve back to across the aortic arch at the top of the descending aorta to straighten out the delivery system. After pulling the valve back and few more rotations of the micro wheel adjuster, it was noted that the valve capsule was accordioned on itself towards the valve capsule portion. The fluoroscopy showed the darker density of the valve capsule portion of the delivery system. The physician again attempted to recapture the valve using the micro wheel adjuster, but it there was no success. The physician again tried to deploy the valve to the 80% portion and recapture again using the deployment wheel, but they had the same result where there was roughly 30% of the valve deployed after end of travel. Then they decided to use the 18f sheath to manually recapture the valve, at that point they carefully pulled the valve down to the mid aorta (where the 18f sheath¿s end was sitting) and tried pulling the delivery system back into but the valve capsule had folded so many times on itself that was too large to fit inside the 18f sheath. The physician tried to deploy the valve 80% again and recapturing to the end of travel and pulling it back into he sheath without using the micro wheel adjuster to see if that would have possibly unfolded the system anymore. After another failed attempt to get the valve back into the sheath, they decided to deploy the valve in the descending aorta and multiple images were taken to confirm the valve skirt was not blocking any major arteries. The valve was positioned perfectly in from of the renal arteries so they pulled the valve inflow portion directly below the renal arteries. The physician mentioned they need a new valve for the patient and the abbott representative prepared a new valve. The 25mm navitor valve was fully deployed into the aorta and the top of the stent frame of the valve was still positioned in the distal aorta not in an iliac. Images were then performed to make sure there was no extravasation/dissection of the aorta. The physician used a non-abbott balloon to open up the valve a little more to allow more blood flow through the valve. Multiple inflations were performed inside the stent frame of the valve to assure full apposition. The physician decided to abort the procedure and not to try anything through the valve. They decided to implant a non-abbott stent later in the deployed valve to fully open the top of the valve and also pin the leaflets open in the aorta. The patient remained hemodynamically stable. The patient was reported stable.